Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump back button was unresponsive. Customer's blood glucose level was 245 mg/dl. Customer stated that numbers are ramping on their own and the scroll bar was moving with no input. Customer stated that there was no response from any button and the insulin pump was not exposed to a change in altitude. Customer was monitor the time display and the minutes was change. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.